Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.  There was no medical intervention required by the patient. The device was returned and manufacturer could not confirm particles in air path.